Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted during the same procedure. After implant the physician observed a large leak as the patients annulus was too large for the ring. The ring was then explanted and replaced with a mitral bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this mitral annuloplasty ring was implanted and explanted during the same procedure. A post implant transesophageal echocardiogram (tee) was performed which revealed a significant leak. The physician determined that the patient's annulus was too large for the 32 mm ring. The 32 mm ring was then explanted and replaced with a 29 mm mitral bioprosthetic valve. Another transesophageal echocardiogram (tee) was performed, which showed good functioning of the valve. No additional adverse patient effects were reported. Conclusion: the physician determined that the patient¿s annulus was too large for the 32 mm ring. The 32 mm ring was then explanted and replaced with a 29 mm mitral bioprosthetic valve. The event appears to be due to sizing. There is no indication that the event was due to the manufacture of the device. If information is provided in the future, a supplemental report will be issued.